Event description:
It was reported that the pta balloon burst at 6atm. There was no reported difficulty retracting the device through the sheath. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The file was documented with patient and device codes, but not reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the catheter was returned inserted through 6fr introducer sheath. The distal end of the balloon was protruding from the distal end of the introducer sheath. The proximal balloon glue joint was visible outside the proximal end of the introducer sheath. A complete circumferential shaft break was noted at the proximal balloon glue joint. The edges of the catheter break were jagged and stretched, likely indicating that excessive force was used. It is likely that the break was a result of the retraction issues. The distal tip of the introducer sheath was flared, likely indicating retractions issues. The patency of the guidewire lumen was tested using an in-house (B)(4) guidewire, and it passed without issue. With the guidewire in place, an attempt was made to retract the balloon from the sheath. However, this was unsuccessful. No additional functional testing could be performed due to the condition in which the sample was returned (i.e. Break at proximal balloon glue joint). The investigation is confirmed for a complete outer circumferential shaft break at the proximal balloon to shaft joint and retraction issues. The investigation is inconclusive for material rupture as full functional testing could not be performed due to the break.